Event description:
The customer reported a ventilator gave an error code 1124 indicating a battery failure. The customer reported the device issue was found during set-up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer claims service contract should be in place with all parts covered including battery, and requests onsite repair under contract. Further information regarding the repair has been requested from the customer. No response has been received at this time.

Manufacturer narrative:
The rse advised the customer that unit did not show under contract but would request an entitlement check and onsite service if it was customer approved. Additionally, the rse advised the customer that internal battery may not be covered under the service contract. Moreover, during the follow up the rse advised the customer that service contract was not found and there was no entitlement for the repair. The rse advised the customer to schedule a service call if needed and provided the battery part and price. Additionally, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.